Manufacturer narrative:
The reported device issue was verified by natus tech support over the phone with the customer. The led panel was replaced. The product was installed in (B)(6) 2010, therefore a manufacturing defect is not likely to have caused the led failure and DHR review is not applicable. Tech support attempted to follow-up with the customer and received no response. This report is complete and this particular issue is considered closed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2010 had leds that were flickering and became dim. Replacement of led panel solved the issue, and no further evaluation is needed. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.